Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during the injection the needle clogs. Caller does not include a flow check. Both husband and wife use from this box. Denied reuse. Informed caller of non patient end placement and to complete a flow check. Couple using from this same box.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during the injection the needle clogs. Caller does not include a flow check. Both husband and wife use from this box. Denied reuse. Informed caller of non patient end placement and to complete a flow check. Couple using from this same box.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-feb-2022. H6: investigation summary customer returned (8) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported needle clogs during injection. The samples were examined, and it was observed that 7 featured a bent non-patient end (npe) cannula and 1 featured a broken npe cannula. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 8 pen needles were returned after use, and no evidence of manufacturing defect was observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles. H3 other text : see h10

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during the injection the needle clogs. Caller does not include a flow check. Both husband and wife use from this box. Denied reuse. Informed caller of non patient end placement and to complete a flow check. Couple using from this same box.